Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title mechanical aortic valve thrombosis during anticoagulation using oral rivaroxaban: a case report. As reported in a research article, "mechanical aortic valve thrombosis during anticoagulation using oral rivaroxaban: a case report", on an unknown date, a 21mm unknown regent mechanical aortic valve was implanted in a 65-year-old male patient. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Peri- and post-procedural complications included surgical intervention, unexpected medical intervention, hospitalization, angina, fainting (loss of consciousness), thrombus, leaflet/cusp obstruction. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "mechanical aortic valve thrombosis during anticoagulation using oral rivaroxaban: a case report", was reviewed. The article presented a case of a 65-year-old male patient. It was reported that on an unknown date, a 21mm unknown regent mechanical aortic valve was implanted. The patient was on anticoagulation management with warfarin for approximately 6 months. Following 6 months of anticoagulation therapy, warfarin management was transitioned to outpatient setting. On an unknown date approximately 9 years post-procedure, bucolome was added to the patient's regimen, which resulted in excessive prothrombin time (pt) prolongation and intramuscular bleeding in the lower limbs. Consequently, warfarin was discontinued for a period of 13 days, and rivaroxaban 15 mg was initiated. It was then reported 10 years post-procedure, the patient presented at emergency care due to sudden loss of consciousness and subsequent chest discomfort. Echocardiography revealed a highly echogenic mass around the mechanical aortic valve, reduced leaflet mobility, central valve regurgitation, and accelerated transvalvular flow, indicating mechanical aortic valve dysfunction. Cinefluoroscopy revealed valve opening and closing angles of 51° and 37°, respectively, indicating both opening and closing restrictions. A decision was made to administer intravenous heparin, however, there were no signs of the thrombus shrinking. A subsequent decision was made to perform repeat sternotomy and the 21mm regent valve was replaced with a 21mm inspiris bioprosthetic valve. [The primary and corresponding author was ryoji kinoshita, cardiovascular surgery, tsuchiura kyodo general hospital, tsuchiura, japan, with corresponding email: ryojik303@gmail.com].